Event description:
Stent went into the body and would not cross. Stent was removed. Then it was in a telescope catheter trying to pass with more support. At this time the guide/telescope/wire/stent all came unengaged. After re-engaging doctor examined the stent and noticed a fracture.